Event description:
It was reported that during a lap bowel procedure, the device did not coagulate adequately. Ligation clips were used to achieve hemostasis. Extended or time reported. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Serial #= na.